Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy, while coagulation and clamping of the uterosacral ligament was being performed, the movement of bipolar maryland forceps 1 (bmf1, sn: unknown) was not synchronized with the input from the surgeon console (sc). The issue with bmf1 was resolved after switching bmf1 for bipolar maryland forceps 2 (bmf2, sn: unknown). After switching to bmf2, the coagulation was insufficient when applying bipolar energy. The issue occurred towards the end of the procedure, so the surgery was completed without replacing bmf2. There was no patient injury.